Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to erosion. The patient experienced pocket erosion with partial exposure of the generator. Laboratory cultures did not show indication of infection at the time of testing. However, once a device is in contact with the environment outside the body, an infection is considered inevitable. There is not enough evidence to refute an infection due to the risk of false negatives. The rv lead was capped as result. There were no additional adverse effects reported.